Manufacturer narrative:
Updated data: b2. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, at the point of no recapture, the patient's blood pressure decreased, and cardiac arrest occurred. The valve was subsequently recaptured. The delivery catheter system (dcs) was retracted to the ascending aorta, and cardiopulmonary resuscitation (CPR) was performed, and percutaneous cardiopulmonary support (pcps) was initiated. The patient's hemodynamics stabilized so the procedure resumed. 15 minutes had passed so the system was withdrawn from the patient. A new valve was loaded on a new dcs, and the valve was successfully implanted. The patient returned to the intensive care unit (ICU) with pcps still in place. Per the physician, the cause of the drop in blood pressure and cardiac arrest was unknown. No additional adverse patient effects were reported

Manufacturer narrative:
Continuation of d10:  product ID evolutfx-29 (serial: (B)(6)); product type: 0195-heart valves; implant date n/a; explant date n/a product ID l-evolutfx-2329 (lot: 0012192782); product type: 0195-heart valves; implant date n/a; explant date n/a. Medtronic has requested additional information pertaining to this reportable event. If additional reportable information is received, a supplemental report will be submitted.  Select patient information cannot be included in the regulatory report due to regional privacy regulations.  Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.